Manufacturer narrative:
The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Based on the results of the previous manufacturer's internal investigation (CAPA(B)(4)), field actions (fsca apr2014/2014.1) and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack as supported by (B)(4).

Event description:
The ventricular assist device (vad) coordinator reported the battery had an inadequate power charge. The battery was exchanged for one from stock. There was no effect on the patient